Event description:
It was reported that revision surgery was performed due to pain, mobility issues, elevated metal ion levels and fluid collection around the left hip.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain, mobility issues, elevated metal ion levels in her bloodstream, and fluid collection around her left hip. During the revision the bhr head was removed. The bhr cup remained implanted, a competitor stem, femoral head and anatomic dual mobility liner were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report indicates that the implants were placed in good position and a defect in the superior neck head area of about 10 to 15% surface area was assumed to be not excessive. According to the provided revision report, the patent had increasing pain, discomfort and elevated blood metal ions but no pre-operative signs of infection. During the revision clear brown joint fluid and mild amount of necrotic tissue were that was sent for analysis to rule out a pseudotumor or alval (aseptic lymphocyte-dominated vasculitis-associated lesion). The cup and femoral component were in good position and not loose. The cup was left in-vivo. No information about the blood metal ions was provided. As result from the tissue samples were not provided the nature for the intraoperative findings remain unclear. It was also noted that use of a competitor¿s (stryker) stem, femoral head and anatomic dual mobility liner (stryker) these were implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.